Event description:
It was reported the device was used during a cystectomy procedure. It was reported by the affiliate that the surgeon had fired some of the clips, when the metal driver protruded beyond the jaws and severed the vessel. This resulted in a lot of bleeding, which was eventually contained with no adverse pt consequence.

Manufacturer narrative:
D6: device returned with no lot identification. H6; feedbar tip unraveled due to adhering to applier floor and then being cycled. Adherence due to excessive dried body fluids. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good, condition of cartridge cover tabs, good and total # clips remaining, 10. Functional tests & results: anti-backup functional, n/a; clip form properly, n/a; clip feed properly, n/a; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported incident during surgery may have been due to dried body fluids adhering feedbar to applier floor. Applier was received with feedbar bonded to applier floor and with tip unfolded and this was due to adhesion to applier floor by dried body fluids. No functional testing could be performed due to damaged feedbar. Briefly swishing applier with saline between uses will reduce occurrence of this incident. Each instrument is evaluated during assembly process to ensure it functions properly.